Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0hqju; product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the patient had a new replacement implant yesterday. The manufacturer representative put it on program 1 and the patient was not feeling stimulation and wanted to know if they should increase stimulation higher and higher. It was noted that the patient had bandages on the incision but was told they could make changes and the patient changed to program 3. The patient wanted to know if they should put it back to program 1 where the manufacturer representative had it. It was reported that the patient's health care provider (hcp) told them to remove the dressing in 2 days. The patient's symptoms were good and they saw the implantable neurostimulator (ins) on icon on the programmer screen. It was noted that the patient would put the program back to program 1 and contact their hcp in 2 days before making changes. Additional information received reported that the event was attributed to the lead and all programs had impedances greater than 1000 ohms. Surgical intervention of replacement had occurred and took place on (B)(6) 2014. It was reported that lumbosacral (l/s) x-rays showed no migration of the lead and they were still adjusting the settings as of (B)(6) 2014. It was noted that the patient did not require hospitalization due to the event and the patient outcome was no injury. Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. It was noted that the patient had no appointment at this time.

Event description:
It was reported, the patient was urinating every ten to fifteen minutes. It was noted, the patient increased stimulation to where they could feel it and their symptoms had improved since. It was reported, the patient never had therapeutic effect. It was noted, the patient and their healthcare provider were discussing a possible revision. It was reported, the manufacturer representative was trying to reprogram for positive therapeutic effect. It was noted impedance testing was performed. It was reported, the patient exhibited proper sensory and motor response during implant procedure. It was noted, the patient felt stimulation in the pocket on all four standard programs.